Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 06/2024). Device not returned.

Event description:
It was reported that during an ultrasound guided chronic catheter placement procedure, drainage catheter connector allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided chronic catheter placement procedure, drainage catheter connector allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a clinician holding one navarre opti drain catheter. The hub/connector of the navarre opti drain catheter was noted to be fractured. No other anomalies were noted. Sample appeared used. Therefore, the investigation is confirmed for the reported fracture issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3, h6 (method) h11: h6 (result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.